Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was atrial lead noise prior to a device change. Physician elected to monitor the patient as there were no symptoms. The patient was stable.